Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00829. During troubleshooting for MDR #1828100-2015-00829, the fsr found the nylon elbow connector had essentially disintegrated, the elbow was very thin, flexible and full of small holes causing the leaking. The fsr replaced the deteriorated elbow connector and tested function. The unit operated to manufacturer specifications and was returned to clinical use. No parts will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, there was an internal water leak from the elbow fitting of the heater cooler unit. There was no patient involvement.